Event description:
It was reported the nurse caring for the patient began touching the ECG leads and lost the trace on the iabp. The ECG cables were switched out; however, the problem was not resolved. The pump was exchanged and sent to biomed.there were no reported patient complications.

Manufacturer narrative:
Arrow field service was called and confirmed the front end board short circuited and had to be replaced. We are not expecting the product to be returned. Follow-up report will be filed if more information becomes available.